Event description:
It was reported that during a surgical procedure at the user facility the irrigation stopped working on the device. The procedure was completed successfully with the same device without delay; no adverse consequences or medical intervention were reported.